Event description:
Information received a smiths medical cadd solis vip 2120 pump could not be updated with 105 software. No patent adverse events reported.

Manufacturer narrative:
Other, other text: additional information- no patient involvement. Added to section b5.

Event description:
No patient was involved.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The returned pump did not have software download installed. The customer requested that software version 5 be installed so this was installed and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.